Event description:
On 12/23/96, the facility nurse contacted a MFR nurse and reported that the pt was complaining of pain. A dye study was performed and the catheter was found coiled and out of the spinal canal. On reviewing the pt's history, it was noted that the pt had a catheter revision in the past and required emergency cardiac resuscitation during the procedures. As a result of his cardiac condition, the pt is not a surgical candidate for revision or explant of the device. The facility nurse was calling to find out if the device should be filled with normal saline. The MFR nurse informed the facility nurse that the device should be filled with normal saline and refilled on the pt's usual schedule to maintain device function.